Event description:
Event was reported to (B)(4) by an attorney. The patient experienced urinary tract infections, yeast infections, general incontinence, pain and painful intercourse. No further information has been provided.